Event description:
It was reported that the biomed had replaced valves in the arctic sun device and was still getting a valve pressure error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The reported issue could not be reproduced. No repairs were made as the reported issue could not be reproduced. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure. As the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the biomed had replaced valves in the arctic sun device and was still getting a valve pressure error. Per sample evaluation results received on (B)(6) 2023, the ac cca card showed signs of electrical overstress. The tank tubing was expanded and replaced due to normal wear as preventive maintenance. Replace flow meter due to extensive hours as preventive maintenance.